Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose (bg) was 504mg/dl. The customer required assistance to address bg from the school nurse and consumed water and exercised. Bg was corrected with a bolus via the insulin pump. The customer continued to use the pump for insulin therapy. Troubleshooting with tandem technical support indicated that pump battery was depleting normally and that the customer had forgotten to charge the pump.